Event description:
It was reported that the burr became stuck in the wire. The target lesion was located in the calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. During procedure, while advancing the burr, it was noted that the rotawire pulled back into the burr and became stuck. The devices were removed from the patient's body and the procedure was completed with a new rotaburr and rotawire. No patient complications were reported.

Event description:
It was reported that the burr became stuck in the wire. The target lesion was located in the calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. During procedure, while advancing the burr, it was noted that the rotawire pulled back into the burr and became stuck. The devices were removed from the patient's body and the procedure was completed with a new rotaburr and rotawire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The returned complaint device consisted of a rotablator burr catheter with the related guidewire inside the burr catheter. The advancer did not return for analysis. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual and microscopic examination revealed no damages. The wire was able to be removed with some resistance due to the kinks on the wire. Inspection of the remainder of the device presented no other damage or irregularities.